Manufacturer narrative:
H10: the navio surgical system (part number npfs02000), used in treatment, had an issue when the implant was medially shifted, during a procedure on (B)(6) 2017. The impact on the case was inconvenience and the user intervened to recover and complete the case. The device was being used on a patient during the reported event and no injuries were reported. DHR review found that the software version (navio 5.1) has been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system logs were returned for evaluation and an initial visual evaluation confirmed the reported problem. The screenshots of case data were reviewed to determine that a shifted knee center caused the implant to medially shift. This was reflected in the initial placement. The root cause of this issue was determined to be user error. There are no corrective actions initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user's manual.

Event description:
It was reported that during case, after painting the tibia, went into planning and the navio had placed the femur component at 28 degrees internally rotated. This did not match the bone morph or our posterior point collection. Rotated the femur and translated it laterally approximately 1 cm to centralize the implant. Then went back to add more points and redefined femoral rotational axis. Redefined it approximately 7 degrees from where it had been.